Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient started using the bathroom more than they normally did on (B)(6) 2016. The patient tried to use the patient programmer on (B)(6) 2016, but the programmer was not powering on. The patient had not tried changing out the batteries yet. The patient found some batteries and replaced the old ones, which resolved the issue. The programmer was now powering on and functioning as it should. The issue was resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.